Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump is shot, as the device continued to alarm no delivery every time they try to administer insulin. Customer did not recall there blood glucose at the time of the incident but did mentioned they recently had a low blood glucose of 40 mg/dl. High blood glucose was treated with a manual injection. Troubleshooting was performed for the no delivery issues but not the high blood glucose mentioned. Customer was advised to disconnect at the quick release, perform a fixed prime, and insulin did not exit. Customer was then advised to run manual prime without the reservoir until the piston reached the end of it travel, the device alarmed no reservoir. Customer did not have a plunger for the reservoir available. Customer was then advised to disconnect and reconnect the reservoir and the infusion set, then rewind the insulin pump, reinsert the reservoir, and run a manual prime. The insulin exited during manual prime. Customer was advised the insulin pump is working as designed. Customer was advised the alarm was caused by a connection issue. None of the product are being returned for analysis; insulin pump, reservoir, or the infusion set.